Manufacturer narrative:
Philips has investigated this allegation. According to the additional information collected, the procedure was aborted and there was no harm reported. Philips received an allegation stating user cannot add new images on workstation. The customer (hospital engineer) has resolved this issue by reinstalling the software. After which, the system was back to normal use. There was no further service provided from philips as the onsite service was not required. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to acquire images on the workstation. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this allegation. According to the additional information collected, the procedure was aborted and there was no harm reported. Philips received an allegation stating user cannot add new images on workstation. The customer (hospital engineer) has resolved this issue by reinstalling the software. After which, the system was back to normal use. There was no further service provided from philips as the onsite service was not required. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, product UDI and the serial number have been updated.